Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare provider reported rupture and "pain and deformation of the breast." Device has been explanted. This related to a unknown device side.

Event description:
Medical staff reported rupture and "pain and deformation of the breast." Device has been explanted and replaced with a non-allergan device. This related to the right side.